Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Currently, it is unknown whether the device may have caused or contributed to the reported event. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2006 the patient underwent surgery for a right inguinal hernia. As reported, the patient's hernia was repaired with a small oval kugel patch (product code no. 0010101). It is alleged that on (B)(6) 2016 the patient presented to the hospital with complaints of urinary incontinence and was found to have a mesh erosion into his bladder. As reported, on (B)(6) 2016 the patient underwent surgery to remove the mesh that had eroded into and was encompassing the patient's bladder. It is alleged by the attorney, the kugel hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Currently, it is unknown whether the device may have caused or contributed to the reported event. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 years 11 months post implant of kugel patch, patient was diagnosed with infected mesh, urinary tract infections (utis), erosion, mesh migration, urinary incontinence, inflammation, fibrosis, bladder pain thereby underwent repair with mesh removal. Per op notes, "the mesh was so thick and entangled around the spermatic cord and bladder, urinary incontinence secondary to infected hernia mesh which migrated into bladder." The instructions-for-use supplied with the device lists adhesions, inflammation as possible complications. The warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the device.¿ review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
It is alleged by the patient's attorney that on 11/09/2006 the patient underwent surgery for a right inguinal hernia. As reported, the patient's hernia was repaired with a small oval kugel patch (product code no. 0010101). It is alleged that on (B)(6) 2016 the patient presented to the hospital with complaints of urinary incontinence and was found to have a mesh erosion into his bladder. As reported, on (B)(6) 2016 the patient underwent surgery to remove the mesh that had eroded into and was encompassing the patient's bladder. It is alleged by the attorney, the kugel hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with the implant of kugel patch. Per operative notes, ¿there was a large direct hernia encompassing the entire floor of the inguinal canal. The floor of the inguinal canal was incised and the preperitoneal space was dissected. Small oval kugel patch was placed into the preperitoneal space and a shoudice repair was then constructed in two layers.¿ (B)(6) 2016 - patient visited hospital and diagnosed with mixed stress and urge urinary incontinence, erosion of inguinal hernia mesh into the bladder. It involves most of the anterior wall as well as the lateral and posterior walls. (B)(6) 2016 - patient was diagnosed with infected mesh, recurrent urinary tract infections (utis), bladder pain, urinary incontinence secondary to infected hernia mesh which migrated into bladder, inflammatory changes related to the long-standing mesh erosion into the bladder, ingrowth of mesh into the anterior abdominal wall thereby underwent repair with the removal of mesh. Per operative notes, ¿at the dome and right lateral wall of the bladder, there was a large piece of what appeared to be polypropylene mesh. The left side opened nicely, but the right side was extremely fibrotic, stuck and felt an almost baseball sized ball of muscle that was adherent to the bladder and abdominal wall. The mesh was so thick and entangled around the spermatic cord and bladder, it became apparent there was no way to remove the mesh without transecting the spermatic cord, the cord was ligated and transected. Once the mesh as completely mobilized outside the bladder, a partial cystectomy was performed, and the mesh dissected out from within the bladder. The patient¿s bladder was inspected, and no additional mesh was encountered.¿ attorney alleges that the patient had hernia recurrence, mesh migration, other organ perforations, infections, pain, and emotional injuries. It was also alleged that the patient had partial removal of the bladder and ligation of the spermatic cord.